Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had used says that the pump did not infuse any of the medication. There was patient involvement but harm is unknown.

Manufacturer narrative:
Correction: report source, report source other. Annex b: b21 annex c: c21 annex d: d16 additional information: device eval by manufacturer? And manufacturer narrative. Annex a: a2305, a090202, a040502, a1801 annex g: g04037, g02017, g04119, g05005 annex b: b01, b14 annex c: c02, c07, c0601 annex d: d02, d15 a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device had used says that the pump did not infuse any of the medication. There was patient involvement but harm is unknown.